Manufacturer narrative:
On the basis of the log file analysis the reported temperature rise of the blower finally causing an interruption of the automatic ventilation could be comprehended. According to the service technician being on-site after the case the blower made a loud "squealing" sound. This is an indication of a rough running blower module which consequently had led to an increased friction and finally to the reported heat generation. As beside the logged temperature alarms for the actual case no earlier similar entries were found a sudden effect more likely than wear and tear effects have caused the reported symptoms. The device has reacted as specified for the detected deviation and has posted an alarm that the temperature has exceeded the limit of 75°c followed by a high priority alarm issuing that the blower temperature has exceeded 100°c. As a safety function to protect the equipment from overheating in this case the automatic ventilation is stopped until the blower temperature is dropped below 75°c again. The ventilation can be continued in man/spont mode. As no further similar cases are known the reported event was assessed to be a single failure. The device was repaired by replacement of the blower assembly. The unit was tested successfully afterwards and was handed over to the customer ready for use.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device posted cascades alarms due to overtemperature at the ventilator blower. At a certain stage automatic ventilation was shut down to protect the equipment. The procedure was finished in manual ventilation mode; no patient consequences have been reported.